Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Impedance - varying resistance/impedance: weekly pace lead impedance trend data show varying impedance spike increases for max rv pace equaling 368 to 1856 ohms peak between (B)(6) 2010 and 20-(B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead had impedance variability following generator change. The rv lead remains in use and is under close monitoring. It was also reported that the device which was connected to rv lead was most likely the cause of the variability in impedance due to a loose setscrew. The device was removed and replaced with a new device which remedied the issue and the patient continues to be monitored remotely. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead had impedance variability following generator change. The rv lead remains in use and is under close monitoring. No patient complications have been reported as a result of this event.